Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma at the lead site. In turn, the patient was admitted to the hospital and the hematoma was removed. The patient has been doing well since the removal procedure.